Event description:
(B)(4). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006 for birth control. She had 5 children. Consumer reported that in the past few years she experienced extremely painful menstrual cycles, excess loss of blood, constant hives, bowel issues, abnormal pap smears, cervix frozen, headaches, trouble with speech, muscle pain, weakness and excessive bloating. She will likely have to face a hysterectomy. Ptc investigation result received on 27-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up received on 04-may-2016 legal claim was received. It was reported that consumer was implanted with essure and subsequently had the device removed due to complications. Case upgraded to incident. Company causality comment: this non-medically confirmed spontaneous and legal case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for birth control and had excess of loss blood (interpreted as genital bleeding). Essure was removed. The genital bleeding is serious due to its medical importance and listed in the reference safety information for essure. Considering the compatible temporal relationship, lack of alternative explanation and nature of genital bleedings, a causal relationship with essure inserts cannot be excluded. This case was upgraded to incident since device removal was performed. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. An updated product technical complaint is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure/migration of essure device / migration of essure device location of device: devices in pelvis'), uterine perforation ('uterus perforation / in uterus / one of the essure coils had perforated the uterus'), fallopian tube perforation ('left fallopian tube perforation with essure') and device breakage ('small remnant of fallopian tube on the left side') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1997, parity 5, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms and oral contraceptive; for an unreported indication: depo provera shot. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included anti allergic agents until 2015, cholecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac) until 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria chronic ("constant hives/chronic hives"), dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced the first episode of vulvovaginal mycotic infection ("infection (other) / infection (other) describe: yeast infection with essure in place"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("excess loss of blood / abnormal bleeding"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), the second episode of vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), affective disorder ("hormonal changes / hormonal changes describe: mood issues"), vaginal infection ("vaginitis"), pruritus ("itchy"), hypersensitivity ("allergic to dryer sheet"), uterine enlargement ("uterus was double in size"), nausea ("nausea"), musculoskeletal pain ("shoulder pain") and back pain ("back hurts") and was found to have smear cervix abnormal ("abnormal pap smears"), weight increased ("weight gain") and vitamin d decreased ("low vit d"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, the last episode of vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, affective disorder, vaginal infection, pruritus, hypersensitivity, uterine enlargement, nausea, vitamin d decreased, musculoskeletal pain and back pain outcome was unknown and the urticaria chronic, vaginal haemorrhage, fatigue and alopecia had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, asthenia, back pain, bladder disorder, cervix disorder, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hypersensitivity, menorrhagia, musculoskeletal pain, myalgia, nausea, pruritus, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, urticaria chronic, uterine enlargement, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d decreased, weight increased, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: desired permanent sterility. Right essure coil-2coils visible. Left essure coil-7 coils visible.robotic assisted hysterectomy and fallopian tube,left. *current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: essure devices project over both sides of pelvis. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: results: low-grade squamous intraepithelial lesion (cin1) uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient. Skin test - on an unknown date: results: current weight 227 lbs. Smear cervix - on an unknown date: results: human papilloma virus. Ultrasound scan - on (B)(6) 2015: results: left essure seen. Concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: social media received. Event added- itchy, allergic to dryer sheet, uterus was double in size, nausea, vitamin d low, shoulder pain. Aka name were added. Seriousness criteria removed for genital haemorrhage on 18-mar-2020: plaintiff fact sheet received. No new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure/migration of essure device / migration of essure device location of device: devices in pelvis'), uterine perforation ('uterus perforation / in uterus / one of the essure coils had perforated the uterus'), fallopian tube perforation ('left fallopian tube perforation with essure') and device breakage ('small remnant of fallopian tube on the left side') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1997, parity 5, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms and oral contraceptive; for an unreported indication: depo provera shot. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included anti allergic agents until 2015, colecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac) until 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria chronic ("constant hives/chronic hives"), dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced the first episode of vulvovaginal mycotic infection ("infection (other) / infection (other) describe: yeast infection with essure in place"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("excess loss of blood / abnormal bleeding"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), the second episode of vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), affective disorder ("hormonal changes / hormonal changes describe: mood issues"), vaginal infection ("vaginitis"), pruritus ("itchy"), hypersensitivity ("allergic to dryer sheet"), uterine enlargement ("uterus was double in size"), nausea ("nausea"), musculoskeletal pain ("shoulder pain") and back pain ("back hurts") and was found to have smear cervix abnormal ("abnormal pap smears"), weight increased ("weight gain") and vitamin d decreased ("low vit d"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, the last episode of vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, gluten sensitivity, affective disorder, vaginal infection, pruritus, hypersensitivity, uterine enlargement, nausea, vitamin d decreased, musculoskeletal pain and back pain outcome was unknown, the urticaria chronic, vaginal haemorrhage, fatigue and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, asthenia, back pain, bladder disorder, cervix disorder, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hypersensitivity, menorrhagia, musculoskeletal pain, myalgia, nausea, pruritus, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, urticaria chronic, uterine enlargement, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d decreased, weight increased, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: desired permanent sterility.right essure coil-2coils visible. Left essure coil-7 coils visible.robotic assisted hysterectomy and fallopian tube,left. *current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: essure devices project over both sides of pelvis. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: results: low-grade squamous intraepithelial lesion (cin1) uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient. Skin test - on an unknown date: results: current weight 227 lbs.. Smear cervix - on an unknown date: results: human papilloma virus. Ultrasound scan - on (B)(6) 2015: results: left essure seen. Concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information added. Outcome of event weight increased updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2429) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure/migration of essure device / migration of essure device location of device: devices in pelvis'), uterine perforation ('uterus perforation / in uterus / one of the essure coils had perforated the uterus'), fallopian tube perforation ('left fallopian tube perforation with essure') and device breakage ('small remnant of fallopian tube on the left side') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1997, parity 5, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms and oral contraceptive; for an unreported indication: depo provera shot. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included anti allergic agents until 2015, cholecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac) until 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria chronic ("constant hives/chronic hives"), dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced the first episode of vulvovaginal mycotic infection ("infection (other) / infection (other) describe: yeast infection with essure in place"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("excess loss of blood / abnormal bleeding"), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), the second episode of vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), affective disorder ("hormonal changes / hormonal changes describe: mood issues"), vaginal infection ("vaginitis"), pruritus ("itchy"), hypersensitivity ("allergic to dryer sheet"), uterine enlargement ("uterus was double in size"), nausea ("nausea"), musculoskeletal pain ("shoulder pain") and back pain ("back hurts") and was found to have smear cervix abnormal ("abnormal pap smears"), weight increased ("weight gain") and vitamin d decreased ("low vit d"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, the last episode of vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, gluten sensitivity, affective disorder, vaginal infection, pruritus, hypersensitivity, uterine enlargement, nausea, vitamin d decreased, musculoskeletal pain and back pain outcome was unknown, the urticaria chronic, vaginal haemorrhage, fatigue and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, asthenia, back pain, bladder disorder, cervix disorder, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hypersensitivity, menorrhagia, musculoskeletal pain, myalgia, nausea, pruritus, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, urticaria chronic, uterine enlargement, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d decreased, weight increased, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: desired permanent sterility. Right essure coil-2coils visible. Left essure coil-7 coils visible. Robotic assisted hysterectomy and fallopian tube,left. *current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: essure devices project over both sides of pelvis. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: results: low-grade squamous intraepithelial lesion (cin1) uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient. Skin test - on an unknown date: results: current weight 227 lbs.. Smear cervix - on an unknown date: results: human papilloma virus. Ultrasound scan - on (B)(6) 2015: results: left essure seen. Concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Lot number: 621669 manufacturing date: 2006-09 expiration date: 2008-08 . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/migration of essure device / migration of essure device location of device: devices in pelvis; in uterus"), uterine perforation ("uterus perforation"), fallopian tube perforation ("left fallopian tube perforation with essure"), device breakage ("small remnant of fallopian tube on the left side") and genital haemorrhage ("excess loss of blood / reproductive system disorder or condition type of disorder or condition: abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, ectopic pregnancy in 1997, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms in 1989 and oral contraceptive in 1989; for an unreported indication: depo provera shot in 1989. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included cetirizine hydrochloride (zyrtec) until 2015, cholecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac) until 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria chronic ("constant hives/chronic hives"), dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced fungal infection ("infection (other) / infection (other) describe: yeast infection with essure in place"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues"), smear cervix abnormal ("abnormal pap smears"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), affective disorder ("hormonal changes / hormonal changes describe:mood issues") and vaginal infection ("vaginitis"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist), surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist), surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, affective disorder and fungal infection outcome was unknown and the urticaria chronic, vaginal haemorrhage, fatigue and alopecia had resolved. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, asthenia, bladder disorder, cervix disorder, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, menorrhagia, myalgia, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, urticaria chronic, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: desired permanent sterility. Right essure coil-2coils visible. Left essure coil-7 coils visible. Robotic assisted hysterectomy and fallopian tube,left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray: on (B)(6) 2015: essure devices project over both sides of pelvis. Hysterosalpingogram: in 2007: total bilateral occlusion. Pathology test: on (B)(6) 2015: low-grade squamous intraepithelial lesion (cin1). Skin test: on an unknown date: current weight 227 lbs. Smear cervix: on an unknown date: human papilloma virus. Ultrasound scan: on (B)(6) 2015: left essure seen. Current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. (B)(6) 2015: pathologic diagnosis:uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet was received events added from pfs- vaginitis and reproductive system disorder or condition type of disorder or condition: abnormal bleeding, migration of essure device location of device: devices in pelvis, in uterus clubbed to previous events. & events-hormonal changes describe: mood issues, infection (other) describe: yeast infection with essure in place were updated. Reporter information, concomitant drug date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/migration of essure device") and genital haemorrhage ("excess loss of blood") in an adult female patient who had essure (ess205) (batch no. 621669, 621669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, ectopic pregnancy, human papilloma virus infection, colposcopy and laparoscopy. Previously administered products included for prevent pregnancy: condoms in 1989 and oral contraceptive in 1989; for an unreported indication: depo provera shot in 1989. Concurrent conditions included obesity. Concomitant products included cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extremely painful menstrual cycles"), urticaria chronic ("constant hives/chronic hives"), gastrointestinal disorder ("bowel issues"), smear cervix abnormal ("abnormal pap smears"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis ("red and inflamed reaction to skin test post placement"), vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), gluten sensitivity ("gluten intolerance"), urticaria ("chronic hives"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes") and infection ("infection (other)"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (full)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, urticaria chronic, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, hormone level abnormal and infection outcome was unknown and the vaginal haemorrhage, fatigue, urticaria and alopecia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, bladder disorder, cervix disorder, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, infection, menorrhagia, myalgia, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, urticaria, urticaria chronic, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion skin test - on an unknown date: current weight 227 lbs. Smear cervix - on an unknown date: human papilloma virus current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter information and patient demographics updated. Her historical condition and medication and lab data was added. Her concomitant medication was added. Essure insertion date removal date, lot number and indication was added. Events: malposition of essure/migration of essure device, abnormal bleeding (vaginal, menorrhagia), red and inflamed reaction to skin test post placement, multiple vaginal yeast infections, bladder or urinary problems or changes, reproductive system disorder or condition, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), pain: pelvic, fatigue, vaginal discharge, weight gain, gluten intolerance, chronic hives, hair loss, hormonal changes and infection (other). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2429) on 05-nov-2015. The most recent information was received on 30-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/migration of essure device"), uterine perforation ("uterus perforation"), fallopian tube perforation ("left fallopian tube perforation with essure"), device breakage ("small remnant of fallopian tube on the left side") and genital haemorrhage ("excess loss of blood") in an adult female patient who had essure (ess205) (batch no. 621669, 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, ectopic pregnancy in 1997, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms in 1989 and oral contraceptive in 1989; for an unreported indication: depo provera shot in 1989. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy"), the first episode of urticaria chronic ("chronic hives") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced infection ("infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), the second episode of urticaria chronic ("constant hives/chronic hives"), gastrointestinal disorder ("bowel issues"), smear cervix abnormal ("abnormal pap smears"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, the last episode of urticaria chronic, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, hormone level abnormal and infection outcome was unknown and the vaginal haemorrhage, fatigue and alopecia had resolved. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, bladder disorder, cervix disorder, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, infection, menorrhagia, myalgia, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urticaria chronic and the second episode of urticaria chronic to be related to essure (ess205). The reporter commented: desired permanent sterility. Right essure coil-2coils visible. Left essure coil-7 coils visible. Robotic assisted hysterectomy and fallopian tube,left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray - on (B)(6) 2015: essure devices project over both sides of pelvis hysterosalpingogram - in 2007: total bilateral occlusion pathology test - on (B)(6) 2015: low-grade squamous intraepithelial lesion (cin1) skin test - on an unknown date: current weight 227 lbs. Smear cervix - on an unknown date: human papilloma virus ultrasound scan - on (B)(6) 2015: left essure seen current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. (B)(6) 2015: pathologic diagnosis:uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2018: medical record received. New event added- small remnant of fallopian tube on the left side. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2429) on 05-nov-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/migration of essure device"), uterine perforation ("uterus perforation"), fallopian tube perforation ("left fallopian tube perforation with essure") and genital haemorrhage ("excess loss of blood") in an adult female patient who had essure (ess205) (batch no. 621669, 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, ectopic pregnancy, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy, ectopic pregnancy and hysterectomy. Previously administered products included for prevent pregnancy: condoms in 1989 and oral contraceptive in 1989; for an unreported indication: depo provera shot in 1989. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy"), the first episode of urticaria chronic ("chronic hives") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced infection ("infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), the second episode of urticaria chronic ("constant hives/chronic hives"), gastrointestinal disorder ("bowel issues"), smear cervix abnormal ("abnormal pap smears"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist), surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist) and surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, the last episode of urticaria chronic, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, hormone level abnormal and infection outcome was unknown and the vaginal haemorrhage, fatigue and alopecia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, bladder disorder, cervix disorder, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, infection, menorrhagia, myalgia, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urticaria chronic and the second episode of urticaria chronic to be related to essure (ess205). The reporter commented: desired permanent sterility. Right essure coil-2coils visible left essure coil-7 coils visible. Robotic assisted hysterectomy and fallopian tube,left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion skin test - on an unknown date: current weight 227 lbs. Smear cervix - on an unknown date: human papilloma virus current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. (B)(6) 2015: pathologic diagnosis:uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: medical record received. Reporter added. Events uterine perforation and fallopian tube perforation was added. Lab data updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 05-nov-2015. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/migration of essure device"), uterine perforation ("uterus perforation"), fallopian tube perforation ("left fallopian tube perforation with essure"), device breakage ("small remnant of fallopian tube on the left side") and genital haemorrhage ("excess loss of blood") in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, ectopic pregnancy in 1997, human papilloma virus infection, colposcopy, laparoscopy, salpingectomy and hysterectomy. Previously administered products included for prevent pregnancy: condoms in 1989 and oral contraceptive in 1989; for an unreported indication: depo provera shot in 1989. Concurrent conditions included obesity, urticaria, urticaria, urticaria, hives, application site inflammation and dysplasia. Concomitant products included cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), magnesium oxide since 2016, oxybutynin hydrochloride (oxybutin) since 2015, paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dermatitis ("red and inflamed reaction to skin test post placement"), allergy to metals ("nickel allergy"), the first episode of urticaria chronic ("chronic hives") and alopecia ("hair loss"). In 2008, the patient experienced gluten sensitivity ("gluten intolerance"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced infection ("infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extremely painful menstrual cycles/ dysmenorrhea (cramping)"), the second episode of urticaria chronic ("constant hives/chronic hives"), gastrointestinal disorder ("bowel issues"), smear cervix abnormal ("abnormal pap smears"), cervix disorder ("cervix frozen"), headache ("headaches"), speech disorder ("trouble with my speech"), myalgia ("muscle pain"), asthenia ("weakness"), abdominal distension ("excessive bloating"), vulvovaginal mycotic infection ("multiple vaginal yeast infections") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist), surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist), surgery (laparoscopic hysterectomy and bilateral salpingectomy with da vinci assist) and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, the last episode of urticaria chronic, gastrointestinal disorder, smear cervix abnormal, cervix disorder, headache, speech disorder, myalgia, asthenia, abdominal distension, menorrhagia, dermatitis, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, reproductive tract disorder, tooth disorder, allergy to metals, dyspareunia, weight increased, gluten sensitivity, hormone level abnormal and infection outcome was unknown and the vaginal haemorrhage, fatigue and alopecia had resolved. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, bladder disorder, cervix disorder, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, infection, menorrhagia, myalgia, reproductive tract disorder, smear cervix abnormal, speech disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urticaria chronic and the second episode of urticaria chronic to be related to essure (ess205). The reporter commented: desired permanent sterility.right essure coil-2coils visible. Left essure coil-7 coils visible.robotic assisted hysterectomy and fallopian tube,left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Abdominal x-ray - on (B)(6) 2015: essure devices project over both sides of pelvis. Hysterosalpingogram - in 2007: total bilateral occlusion. Pathology test - on (B)(6) 2015: low-grade squamous intraepithelial lesion (cin1) skin test - on an unknown date: current weight 227 lbs. Smear cervix - on an unknown date: human papilloma virus ultrasound scan - on (B)(6) 2015: left essure seen. Current weight 227 lbs. Approximate weight at the time of essure placement 207 lbs. (B)(6) 2015: pathologic diagnosis:uterus, robotic assisted hysterectomy and fallopian tube, left, salpingectomy: low-grade squamous intraepithelial lesion (cin I). No high-grade dysplasia or invasive malignancy is seen. The ectocervical margin is negative for dysplasia. Disordered proliferative phase endometrium without hyperplasia or malignancy. Extensive adenomyosis is present within the myometrium\. Fallopian tube without significant diagnostic abnormality. Specimen(s) submitted: uterus, cervix, bilateral tubes. Procedure: robotic hysterectomy, bilateral salpingectomy, pre-operative diagnosis: dysfunctional uterine; bleeding, cin ;1 interpretation/ result: addendum to gross description: two essure coils are identified in association with the uterus, as per patient request, they were returned to the patient. Concerning the injuries reported in this case, the following one was described in patient's medical record: small remnant of fallopian tube on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.